Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. She reported that they had some bent cannulas and that she knew when the site failed if the blood glucose reading was 300 - 400 mg/dl. The customer was treated with a bolus or manual injection. She did not recall the blood glucose reading at the time of the hospitalization. He was wearing the insulin pump at the time of this event and was treated with intravenous fluids for two days at the hospital. The caller reported that there had been continued site failures due to bent cannulas. The caller reported that the customer had sufficient subcutaneous tissue for insertion and that there were no issues with the serter or scar tissue or stretch marks. She was advised on techniques to avoid bent cannulas. The insulin pump was not returned or replaced.